Event description:
Information received indicates the knee function will not go up when operated from the left intermediate siderail due to fluid ingress into the siderail caregiver board.

Manufacturer narrative:
The technician replaced the caregiver board to repair the bed.